Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, a cause for the reported thrombosis/thrombus cannot be determined. Thrombus is listed as a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 5 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, one triclip was successfully implanted. During deployment of second triclip, a thrombus was observed on the clip. The clip was removed from the anatomy and a replacement clip was used to complete the procedure successfully. The tr was reduced to grade 4 post procedure. There was no clinically significant delays.